Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have not received samples from the customer for analysis. We have requested 36 closed samples from stock. We have tested the needle attachment strength of all closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.47 kgf in average and 0.79 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the needle detaches from the thread even before penetration of the tissue. No further information has been provided.